Event description:
It was reported that the systems fiberlife mode activated while using two separate surgical fibers during a prostate procedure; fiberlife mode activation occurred at 150,000 and 297,000 joules of use respectively. The case was completed using an alternate procedure (plasma button). Pt outcome: "ok, no harm to pt".